Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) leak with air embolism requiring cardiopulmonary resuscitation (CPR). It was reported that this was a mitraclip procedure to treat a myxomatous mitral regurgitation (mr) with a grade of 4. One clip (80817u154) was implanted, reducing the mr to 2. The second clip delivery system (cds 80817u158) was advanced to the left atrium. While straddling the system, something was seen on the echo, which was suspected to be air. The patients became hypotensive which was treated with medication and CPR. It was observed that the sgc (80809u138) was completely empty; therefore, the sgc was removed. Outside the anatomy, the devices were rechecked and the sgc functioned without issue. It was suspected that one of the 3-way stopcock connected to the sgc was lightly open which allowed air to enter the anatomy. The procedure was discontinued due to the hypotension. One clip was implanted, reducing the mr to 2. The patient was hemodynamically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sgc leak was not confirmed; however, returned device analysis indicated a torn sgc soft tip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for sgc leak and soft tip tear in this incident could not be determined. Additionally, a definitive cause for the reported patient effects in this incident could not be determined. The reported patient effects of air embolism and hypotension as listed in the abbott mitraclip nt system instructions for use, are a known possible complication associated with mitraclip procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: there was no attempt to re-insert the steerable guide catheter (sgc) and the clip delivery system (cds) into the patient anatomy. No additional information was provided.